Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a record of high, out of range, defibrillation impedance was observed in the emergency room. The defibrillation impedance had returned to normal limits since the episode was recorded. No changes were made and the patient was stable.